Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause failure to follow instructions, problems traced to the user not following the manufacturer's instructions. Due maintenance problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue is present in the air/water (a/w) channel, air/water (a/w) cylinder, and the auxiliary water channel. There were no reports of patient involvement.